Manufacturer narrative:
Patient information was unavailable from the site. Similar device marketed in the us cart 9733856 s7 staff assembled 110v. No 510(k) provide as this device is not released for distribution in the united states. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy. It was reported that the localizer was not connected. The issue was resolved with a reboot. There was no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer, scu, and psu were replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer, positioning sensor unit (psu), and polaris spectra system control unit (scu) were returned for analysis. Functional testing on the returned components found that the computer was malfunctioning causing the issue. If information is provided in the future, a supplemental report will be issued.